Manufacturer narrative:
Correction to f10/h6: medical device problem codes (update code). Additional information: d4 (lot, expiration date, UDI), h4, h6(update codes), h11. H4: the lot was manufactured between january 10-13, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested under infusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse over 24 hour period. The device contained flucloxacillin 8g in 230ml total volume of sodium chloride 0.9%. The pump was replaced with a new pump to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.